Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate. Device history record (DHR) review cannot be conducted because no lot number was provided by the customer. Since the lot number is unknown, the full UDI number can not be provided. Concomitant products: c3 webster quadrapolar with auto ID ¿ fixed catheter, model #: d-1085-254-s, lot #: unknown. Webster 8 pole with auto ID catheter, model #: d-1085-414-s, lot #: unknown. Coolflow pump, model #: unknown, serial #: unknown. Carto 3 system, model #: m-4800-01, serial #: (B)(4). Biosense webster manufacturer's ref. No.'s (B)(4) are related to the same incident. Manufacturer's ref. No: (B)(4).

Event description:
It was reported that a male patient underwent an ablation procedure for atrioventricular reentrant tachycardia (avrt) / wolff-parkinson-white (wpw) with a thermocool smarttouch bi-directional navigation catheter and a navistar catheter and suffered a heart block av third degree requiring a cardiac pacemaker insertion. Pre-procedure, the patient was in normal sinus rhythm (nsr). During the procedure, a heart block was discovered via the body surface ECG. A permanent pacemaker was placed. The patient was reported to be in a stable condition. The patient required extended hospitalization as a result of the adverse event for monitoring of the complete heart block. The patient was reported as having permanent damage. The physician's opinion regarding the cause of the adverse event is that it was procedure-related. Since this adverse event required medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure, it is to be considered serious and MDR reportable. The thermocool smarttouch bi-directional navigation catheter was being used at the time that the heart block was discovered. However, since the navistar catheter was also used during the procedure, we are taking a conservative approach and will report the event under both the navistar catheter and the thermocool smarttouch bi-directional navigation catheter.